Manufacturer narrative:
The manufacturer previously reported receiving information alleging a low inspiratory pressure alarm occurred. The patient alleged that they were having difficulty breathing. They stated that when the power source was changed from the battery to the wall outlet, they were able to breath a little easier. The rep replaced the device, connected a test lung to the alternative device confirming no alarm sounded and put the device on the patient again. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, it is considered that there was no abnormality in the device and that the reported issue was caused by the circuit in use or an external factor. The device operated and alarmed as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a low inspiratory pressure alarm occurred. The patient alleged that they were having difficulty breathing. They stated that when the power source was changed from the battery to the wall outlet, they were able to breath a little easier. The rep replaced the device, connected a test lung to the alternative device confirming no alarm sounded and put the device on the patient again. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.